Event description:
Customer reportedly obtained a result on her device of 192mg/dl while the doctor's device read 89mg/dl within 5 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.